Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the working length/distal tip of the device was twisted, and the guidewire lumen was ripped from the wide brown paint band to the distal tip, tearing the distal tip. The exposed cutting wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melt/split elongated the distal pierce hole to approximately 7mm. This tear caused the cut wire anchor to slide proximally from the distal pierce hole, shortening the length of the exposed cut wire, which no longer meets specification. A functional evaluation found that the device would not bow sufficiently to meet specification due to the melted extrusion and altered exposed cutting wire length. Review and analysis of all available information indicated the most probable root cause for this event was operational context, likely due to procedural factors/generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the tome would not bow. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok". This event has been deemed reportable based on the investigation finding: catheter torn.